Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2020-00679. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2020 where the migrated lead was repositioned and secured. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.